Manufacturer narrative:
Initial reporter phone: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that on the (B)(6) 2018, the pharmacy at the hospital discovered leaking drug through the bung of a bd plastipak¿ leur lok syringe (3356sw2d) which was filled with cyclophosphamide 1000mg at the dublin compounding facility. No patient was involved. Found before use. No reports of serious injury or medical intervention noted.

Event description:
It was reported that on the 24th may 2018, the pharmacy at the hospital discovered leaking drug through the bung of an bd plastipak¿ leur lok syringe (3356sw2d) which was filled with cyclophosphamide 1000mg at the dublin compounding facility. No patient was involved. Found before use. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
Investigation summary: since no samples or photos displaying the condition reported were available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. A device history record review of lot 1605352 did not reveal any deviations or non-conformances during the production of lot number 1605352 that could have contributed to the reported defect of leakage. During the manufacturing process, mechanical leak testing is performed to every syringe, rejecting any syringes which fail the test. Retained samples are not available for bulk references, therefore a retained sample investigation could not be completed for this incident. Leak test cannot be done with sample received since syringes are single and since it has been used, results for this functional characteristic could not be reliable. Since no manufacturing defect can be confirmed, it was determined no formal CAPA is required.